Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they don't think their implant (ins) was working. Pt said that their stimulation was normally set at 4.5 and when they increased it to 7 it should start to tingle in their legs. Pt said they had increased to 8 up to 10 but it's still not doing any tingling or anything. Pt said last night when they were charging it they back down and left it at 8.9 for about 3 hours and it was using a lot of battery, so they know it was working. Pt said last night as they were charging the icon of a small person was showing all white and to the patient it means it cannot see the device. Pt said the issue started a couple of days ago. During the call, agent had the pt access their therapy screen to check other groups to try but the patient only has group a. Pt said yesterday they had called their doctors office and was told to call their local rep. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.